Event description:
It was reported that the patient was having pain at the right side due to the lead. The physician believed it may be due to the way the lead was tunneled. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).